Manufacturer narrative:
Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Two images for the evo-fc-10-11-8-b device lot number c1938297 were provided by the customer.in the 1st image the device can be seen partially deployed outside of the patient and in the 2nd the directional button can be seen to be in the recapture position. The device evaluation could not be completed as the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1938297 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1938297 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use ifu0062 which accompanies this device instructs the user ¿¿ with elevator open, advance device until endoscopically visualized exiting duodenoscope¿¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. It is known from the available information that the elevator was in a closed position. The elevator being in a closed position would have likely contributed to the resistance that was felt during stent deployment. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer great resistance was felt while attempting to deploy the stent which prevent the stent from being deployed from the delivery system. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU/label.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 17-aug-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
During the ercp procedure for introducing a metallic prosthesis into the biliary tract, at the time of triggering, great resistance was felt during release, which prevented the prosthesis from being released. The prosthesis did not progress in the release, getting stuck in the introducer. Because of this, another prosthesis was opened and the procedure was completed without further intercurrences. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event information notes: at what stage of the procedure did the complaint occur? , during stent placement. What type of endoscope and channel size were used? Fujinon® endoscope ed-450xt5 - duodenoscope, working channel 4.2mm. What was the position of the elevator? Closed. Details of wire guide used (diameter, type, brand)? Metii 0.035 guide wire, cook medical. Was the zip port facing up and slightly curved when loading the wire guide? N/a. Did any part of the stent come into contact with the patient's anatomy when the complaint occurred? Yes. Enter the anatomical location of the intended target site. Bile duct. How long had the stent been in the patient when this complaint occurred? The stent did not fully exit the delivery system. For devices where IFU statuses for long-term patency have not been established, has periodic evaluation been completed? N/a. If yes, how often was this done? Did the patient need any additional procedure as a result of this event? No. What intervention (if any) was required? Opening a new stent. Was the secondary intervention performed in the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (besides the claim issue) noted on the device prior to the return (eg twisting)? No. If yes, specify what was observed and where on the device it was observed. Strict information: what was the length and diameter of the stenosis? It is not possible to specify the diameter of the lesion, but it was approximately 6 cm long. Where was the stenosis located in the body? In the bile duct. Was resistance felt when passing the guidewire due to the stenosis? No. Was there any resistance when passing the evolution through the stenosis? Yes. Was the stenosis dilated prior to stent placement? No. Questions related to during patient insertion. Was the product inspected for bending or damage prior to use? Yes. Was resistance felt during insertion into the patient? Yes. If yes, at what point? At the time of introduction into the biliary tract. Questions related to during stent placement. Did the product fail during stent deployment or recapture? Deployment. If other, specify. Was the directional button blocked during use? No. Was any part of the stent observed to be in contact with the patient's anatomy at the time of failure? Yes. Was the yellow marker kept in view during implantation? Yes. Are device or procedure images available? Yes attached. Questions related to during introducer withdrawal. Are device or procedure images available? Yes attached. Was final stent placement confirmed by endoscopy/fluoroscopy? Yes . If yes, what was used? Non-ionized contrast. Did the stent open enough to allow the introducer to be safely withdrawn? No. Was the safety wire completely removed before removing the delivery system? N/a. Did any part of the product catch/get caught with the stent when removing the delivery system? No questions related to during stent repositioning/removal (for evo-fc and evo-pc devices). Which instrument was used to reposition/remove the stent? N/a. If other, specify. Was resistance been encountered during advancement and/or implantation? Yes. If yes, when was this felt? Advancement. How did the doctor deal with this resistance? You insisted on the introduction. Lasso loop (suture) was used during repositioning no, it wasn¿t.